Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak). Cause of event is unknown. Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak. Conclusion: cause of event is unknown. Device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. A 5.8 cm fusiform aneurysm was reported with infra-renal angulation of 15 degrees. Proximal aorta was 20 mm in diameter and 10 mm in length. Distal aorta was 25mm in diameter. Right and left iliac arteries were 10 mm in diameter. Right and left femoral arteries were 7 mm in diameter. The right and left iliac arteries were severely tortuous with 60% stenosis. The proximal neck had 10% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing one renal artery. The distal end of the right limb/extension was placed distal to the internal iliac arteries. The distal end of the left limb/extension was placed proximal to the internal iliac arteries. A reliant balloon and two balloons from another manufacturer were used. Unintentional movement of the endurant stent graft was reported during deployment. One month post index procedure, a proximal type ia and type ii endoleak was discovered via CT. The endoleak was found to be related to the study device but not the study procedure. Two days later, the patient underwent a secondary intervention with the placement of an endurant cuff to resolve the type I endoleak. No additional clinical sequelae were reported and the patient is fine. A review of the returned films pre-implant show a calcified aorta and iliacs; the left iliac is quite tortuous. The proximal neck is oblong shaped (20-26mm in diameter) and short. Secondary angiogram shows that the bifurcated stent graft was placed low (distal neck), and post-implant films show a type I and/or type ii endoleak. At the secondary procedure, an endurant cuff was placed just below the renals; no obvious endoleak is seen. The cause of the low placement, likely leading to the proximal type I endoleak, is uncertain.

Event description:
A CT with contrast was done approximately three months ago and it was noted that there was evidence of stent graft kinking. The aneurysm was 56 mm in diameter and the type ii endoleak was left uncorrected. The investigator assessed the type I endoleak was related to the study device and not related to the study procedure. It was also reported that the patient called and reported a constant "tightness" and uncomfortable feeling in her abdomen that started about six weeks ago; however, the patient refused to come in for evaluation/imaging. The investigator assessment states that the event is not related to the study device or study procedure (ref MFR # 2953200-2012-00880).

Event description:
Additional information was received as follows: it was reported that approximately one month ago the patient had an ultrasound and CT with contrast. The aneurysm was 54mm in diameter. There was evidence of stent graft kinking. This observation was not present at the previous film read and did not result in a new clinical event. There was no graft occlusion.

Manufacturer narrative:
(Films).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft kink). Patient's condition affected effectiveness of device (calcified aorta and iliac arteries, tortuous left iliac artery). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (calcified aorta and iliac arteries, tortuous left iliac artery).

Event description:
Additional information for this case was received. It was reported that an abdominal kub revealed that there was stent graft occlusion. The investigator assessment was that the event did not result in a new clinical event. There was no intervention. The physician will continue to monitor the patient.

Event description:
Additional films were received and reviewed as follows: films from 1-mo post implant show a 5.6cm aaa. There is a proximal type I endoleak, and a possible type ii endoleak is seen in the middle of the aaa sac. There is minor angulation (approximately 55 degrees) of the right (ipsilateral) limb as it exits laterally from the distal aorta. The ipsilateral limb is compressed to approximately 8mm minimum at the distal aorta and then appears to fully expand within the common iliac. There is no evidence of any stent graft occlusion or kinking; bilaterally. At the 2-month follow-up, post-cuff secondary, the proximal type 1 endoleak appears to have resolved. The aaa is approx 5.5cm. There again is minor angulation (approximately 55 degrees) of the right (ipsilateral) limb as it exits laterally from distal aorta. The ipsilateral limb is compressed to approximately 8mm minimum at the distal aorta and then appears to fully expand within the common iliac. There is little difference from the 1-mo study. There again is no evidence of any limb occlusion or stent graft kink; bilaterally.

Manufacturer narrative:
(B)(4).